Manufacturer narrative:
Concomitant medical products biolox delta femoral head 36mm od, +0mm (cat# 170-36-00 / (B)(4)), nv crown cup clstr hole 56mm group 3 (cat# 180-01-56 / (B)(4)), 6.5mm acetabular bone screw 30mm (cat# 122-65-30 / (B)(4)), element-stem, collarless w/ha, std offset, sz 14 (cat# 164-01-14 / (B)(4)). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported by the legal brief, approximately eight years post initial left side tha, this male patient presented to surgeon experiencing pain and severe osteolysis. A revision surgery was necessary due to a failed polyethylene acetabular liner resulting in severe osteolysis. During the revision surgery, surgeon noted that cup had severe osteolysis around the superior lateral regions and there was severe amount of osteolysis along the posterior wall/superior lateral acetabulum and along the ischium. No additional information is available. The devices are not available for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections g3, g6, h2, h3 and h6 have been updated accordingly. (H3) the revision reported may have been the result of the orientation of the acetabular cup, edge loading/impingement, patient-related conditions, or any combination of these possibilities, which led to polyethylene wear and subsequent osteolysis after being implanted for 8 years. However, this cannot be confirmed as the devices were not available for evaluation and no pictures or x-rays were provided at the time of this evaluation. The most probable root cause associated with the reported event of "prosthesis wear¿ is associated with material damage to a surface, usually involving progressive loss or displacement of material, due to relative motion between that surface and a contacting substance or substances.